Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was feeling presyncopal and then received inappropriate high voltage therapy and, thus, presented to the emergency room. The patient¿s implantable cardioverter defibrillator was oversensing. Programming changes were made and the patient was then stable.